Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an umbilical catheter. The customer reports blood backed up in the umbilical artery catheter. The catheter was in for 3 days and a small crack was noted at the hub of the luer lock connector. There was minimal blood loss and no harm to the infant. The nurse reports the catheter was not clamped. A PICC line was inserted for intravenous maintenance.